Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported that the customer is using intellibridge modules for data transmission. Since he recently purchased capsule e devices to digitize the ventilation data he is no longer receiving alarms on the control center via the intellibridge modules. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The remote support engineer (rse) reached out to the asp who confirmed the customer has consulted with his retailer and the problem was resolved. No further work was performed by philips. Further analysis was performed by product support engineering (pse) who advised the customer should use a y-cable. The y-cable would allow sending data to both capsule and ec10 at the same time from the hamilton c3 vent. The pse stated further that connecting a third-party device via intellibridge is a point-to-point connection. If the customer uses a y-cable, the connection no longer meets specifications. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was a user issue. Based on the information available and results of additional analysis, no further action is necessary at this time.